Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected a solution bag and connected a new bag to the same line. The complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check supply line alarm the home patient (hp) disconnected a supply bag and then added a new bag to the used line. The technical service representative (tsr) explained that the hp should have connected the new bag to an unused supply line. The tsr explained the hp would have to start over with all new supplies. The tsr recommended the hp contact the nurse about the alarm. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp advised that she was able to resume therapy successfully with new supplies. The hp stated that she did not have any problems with therapy since this event. There was no patient injury or medical intervention reported.